Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of applier were unable to open and close during use. This applier was new after opening a package.

Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha facility as part of a 50 pc. Lot in april of 2018. Per information provided by customer there was no patient injury reported. The returned instrument was evaluated and found that the handle to jaw mechanism does not bind and is able to pick-up, retain, close and release multiple clips both with and without the use of silastic test tubing as required of its function. We are unable to validate this complaint. All of the instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure for this product line at this facility.

Event description:
It was reported that the jaws of applier were unable to open and close during use. This applier was new after opening a package.